Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a patient. This case involves an (B)(6) male patient whose had left knee pain after receiving treatment with synvisc one. It was reported that the patient had not achieved the pain relief he was hoping. No medical history, past drug, concomitant medication or concurrent condition was reported. On an unknown date in 2014 (three weeks ago) , the patient commenced treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiration date: not provided) into both knees (bilateral injections) for osteoarthritis. On an unknown date in 2014, the right knee was doing well, but the left knee was causing the patient a great deal of pain. It was reported that the patient had not achieved the pain relief he was hoping (subtherapeutic response) . The patient received a cortisone injection and that relief was approximately 2 weeks. Outcome: unknown for left knee pain. Seriousness criteria: required intervention for left knee pain a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: not reported. Company causality: possible.